Manufacturer narrative:
Additional information: h6 - codes updated investigation results: the product was handed over directly to the aesculap technical services (ats). The investigation was carried out by the subject matter expert. The investigation of the product gd450m sn: (B)(6) revealed a broken ball bearing at the tip of the handpiece. The involved components from cc (B)(4) have no effect on the error complained about by the customer. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. Since a repair was performed, a review of the device history records is not necessary. The review of risk assessment revealed that the overall risk level (4(5) severity x 2(5) probability of occurrence) according to din. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability 2(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the broken ball bearing is most likely the cause of the overheating of the handpiece in the front area or the cause of the breakage. The ball bearing is possibly broken due to a combination with residues and less oiling. The inside of the shaft shows residues in the front area of the ball bearing, these could have led to the overheating and the subsequent breakage of the ball bearing. However, the exact cause for the failure of the gd450m cannot be clearly traced. Based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigation results, a CAPA is not necessary.

Event description:
Involved components gd678 - microspeed uni micro 150 motor - lot 51771727 gd672 - microspeed uni motor cable f/foot ctrl. - lot 51779424

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with gd450m - micro-line straight hdpc 1:1 f/2.35x70mm. According to the complaint description, the the drill was overheating during use and was removed from surgery immediately. There was no mention of harm to the patient. An unspecified surgical delay was noted. Additional information has been requested. The malfunction is filed under aag reference (B)(4). Involved components: gd678 - microspeed uni micro 150 motor - lot 51771727. Gd672 - microspeed uni motor cable f/foot ctrl. - lot 51779424.